Event description:
Consumer claims to have been pierced with the inverness ear piercing system on event date at a retail vendor. Eight days later customer sought medical treatment for redness and swelling at the piercing site and was placed on antibiotics. Twelve days after the event date consumer had an incision and drainage done to the site and continued antibiotics. Pt was admitted into the hosp in 9/2000 for I & d and IV antibiotics, released after nine days.